Event description:
It was reported that there was an impedance reading of >10,000 ohms and >40,000 ohms on contacts 3, 4, 6, 7, and 12. It was thought there was a possible open circuit. Various combinations were showing in the 18,000 ohms range as well as some in the expected 600-1200 ohms range. A reprogramming was attempted to capture the right and left legs and the back. It was noted that the battery was at 2.74 volts. It was further reported that the patient had a loss of therapeutic effect with no stimulation sensation. It was reported that this occurred following some form of trauma. The patient reportedly bent over two weeks prior to the report and could not get up and subsequently could not feel stimulation. It was noted that the patient did not seek treatment for her back at the time of this incident. It was reported that the patient's symptoms are located in her left and right leg and low back. The patient's status was noted as fair. The previous programing was noted as follows: prog 1: 5+,7- for left leg changed to 2+; 5-; prog 2: 10+,11-,12+ for back; prog 3: 2+,3-,4+ for left leg changed to 0+,1-; prog 4: unknown, changed to 13+,15- pt got coverage to her right leg but needed to turn down voltage on prog 1since these two were overlapping somehow. Two days later it was reported that the manufacture representative was able to program the patient and get coverage in the legs and back and that the patient felt stimulation where she needed coverage. It was noted that the patient has an appointment with her health care provider (hcp) in one month.

Manufacturer narrative:
Product ID 3778, lot# v016650, implanted: (B)(6) 2007, product type: lead. Product ID 3778, lot# v016650, implanted: (B)(6) 2007, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).